Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and disconnection were reported between the supply line of the homechoice cassette and supply bag, that led to this the alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and supply bag that led to this alarm and the hp stated that ¿the supply line became disconnected from the line and they did not know the cause¿. Renal therapy services (rts) assisted the hp in removing the cassette and advised the hp to contact their registered nurse regarding the event. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.